Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose level was 281 mg/dl. Customer woke up with the battery out limit alarm in the morning. Customer saw that her pump was off and discovered the alarm. It was explained that the alarm may indicate a loose battery cap. A replacement battery cap will be sent. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.